Event description:
It was reported that the physician requested review of this pacemaker data to confirm device operation, and longevity. In 2023, the estimated battery longevity was 9 years and in 2025, the estimated battery longevity is five years. Rhythmcare provided recommendations to upload device data for engineering to review. At this time no information has been provided. The device remains implanted. No adverse patient effects were reported. At this time new information was received indicating that this device remains implanted.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician requested, review of this pacemaker data to confirm device operation, and longevity. In 2023, the estimated battery longevity was 9 years and in 2025, the estimated battery longevity is five years. Rhythmcare provided recommendations to upload device data for engineering to review. At this time no information has been provided. The device remains implanted. No adverse patient effects were reported.